Manufacturer narrative:
Beginning of infection captured under manufacturer's report #: 2916596-2020-03510. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Repeat swab of exit site grew (B)(6), sensitive to flucloxacillin. Reviewed by infectious disease consultant on (B)(6) 2018 and decision was made to commence 6 weeks of IV flucloxacillin 12mg daily, under the care of the opat (outpatient parenteral antibiotic therapy) team. Exit site tender, erythematous and exudate noted.

Manufacturer narrative:
Section b2, b3, g3, and h6 (conclusion code): correction. Section b5: additional information oral antibiotic treatment captured under MFR # 2916596-2020-03510. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient had been on oral antibiotics but showed no improvement in exudate or tissue healing. Seen by infection disease consultant in clinic on (B)(6) 2018. Decision made to commence 6 week course of IV antibiotics via PICC line. White cell count was 8.2, c-reactive protein was 2 prior to starting IV course. The patient was admitted to the hospital for other reasons and while inpatient, decision to finish course of IV antibiotics.